Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.